Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that the distal end of the sheath was corroded. The teflon pad was observed to be burned and detached from the axis. The outer sheath of the insertion section was loose and buckled. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM found the s-plate bent which they believed may have been caused by excessive force used to manipulate the device.

Event description:
Olympus was informed that during an unspecified procedure, the device did not work properly. There was no patient injury reported. No additional information was provided.